Event description:
Customer reported not being able to test his blood glucose because their precision xtra meter stopped working properly. Customer reported experiencing symptoms of extreme thirst. Customer reported visiting his doctor who diagnosed customer with severe hyperglycemia and treated him with insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.